Manufacturer narrative:
Error message "air in line" was duplicated during functional test. Faulty air detector sensor. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was showing air in line alarm. No patient injury was reported.